Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined, that the phenomenon ¿connection failure (image noise)¿ occurred, due to cable disconnection. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the device had air/water leakage. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had a bad image. There was no harm or user injury reported due to the event.